Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 16-jul-2018 with the following findings: the power loss and rebooting were duplicated due to moisture found inside the battery compartment. There was no physical damage observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a battery exploded within the pump. It was reported that the pump alarmed for a low battery warning; during a battery change the battery exploded. It was reported the pump's temperature was not abnormally high during at the time of the alleged issue. No medical intervention nor an adverse event were reported. Further troubleshooting could not be performed. This complaint is being reported because a pump malfunction could not be ruled out, and the issue may impact insulin delivery.